Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately eight years after implantation of a vena cva filter, a CT scan that was performed for an unrelated event demonstrated a few filter limbs extending beyond the ivc wall, and the filter was slightly tilted. There was no reported patient injury and the patient is reported to be asymptomatic.